Event description:
Customer reported receiving an error-4 message on their locked freestyle flash meter. While assisting the customer it was discovered the uom had changed. There was no report of serious injury, death or mistreatment.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation. Customers and retailers have been informed through the FDA fa16may2006 letter.